Manufacturer narrative:
This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lee c., feaker d., ostrofe a., smith c., (2020) no difference in risk of implant removal between orthogonal mini-fragment and single small-fragment plating of midshaft clavicle fractures in a military population: a preliminary study, clinical orthopaedics and related research, volume 478, pages 741-749 (USA). This retrospective study aims to assessed if there is a difference in implant removal rates after midshaft clavicle fixation using orthogonal plating with 2.7-mm reconstruction plates versus a single 3.5-mm locking compression plate? (2) what complications are associated with each fixation approach? (3) is there a difference in surgical time between the approaches? From january 2010 to may 2015, a total of 138 patients who underwent orif for midshaft clavicle fractures (ao/ota type 15.2a, 15.2b, and 15.2c) were identified. 122 patients available for data analysis. These patients were divided into two groups, 89 in the small-fragment group and 33 in the mini-fragment group. One trauma surgeon always used an orthogonal plating technique with two 2.7-mm reconstruction mini-fragment plates (synthes; 316l stainless steel; elmira, ny, USA) placed superiorly and anteriorly .three other trauma surgeons always used a single 3.5-mm locking compression plate (synthes; 316l stainless steel; elmira, ny, USA) placed either superiorly or anteroinferiorly (fig. 3a-b). Both group were followed up for a minimum of 2 years the following complications were reported as follows: one patient, in the small-fragment plating, had mild wound dehiscence and serous drainage that did not result in returning to the operating room. 2 patients in the small-fragment plating group had nonunion, 3 delayed non-union, 9 had return to or and 2 had revision and ,eight patients underwent implant removal,. There were 99 total active-duty members, 76 in the small-fragment plating group and 23 in the mini-fragment plating group who underwent implant removal. A worst-case analysis that assumed all patients lost to follow-up underwent implant removal (four patients in the small-fragment group, one in the mini-fragment group). One patient , in the small-fragment plating , who had a prominent lag screw that was removed in the operating room; however, the plate was retained (table 1). This report is for an unknown synthes 2.7-mm reconstruction mini-fragment plates and 3.5-mm locking compression plate . This is report 3 of 4 for (B)(4).